Event description:
It was reported that during implant attempt, the helix was repeatedly advanced and retracted to find appropriate fixation position. Then the helix became unable to retract during the operation. The device was not used. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) the analysis of the returned device found the distal conductor distorted and fractured from overstress. The distal conductor was over extended within the connector. Visual analysis also noted blood in/on the helix/lobe mechanism, deformation/fracture in 5 cm proximal section of the inner coil. Damaged at implant.